Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a low blood glucose reading of 43 mg/dl today. Customer ate food to treat and his blood glucose is now up to 103 mg/dl. Customer has been experiencing low blood glucose just today. Troubleshooting was performed and customer stated that he was on vacation and has been walking more. Customer was advised to speak with his health care professional regarding the low blood glucose. Customer was advised to monitor the pump. In a later call, the customer reported treating hypoglycemia at the moment of the call. Customer had taken candy and juice about 5 minutes prior to answering the call. Customer stated that the sensor is not reading perfectly but customer was in transit. Customer was advised to call when he has free time.